Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on an unknown date. Post-operative magnetic resonance imaging (MRI), on an unspecified date, showed rectal wall infiltration. The hydrogel was determined to be in the correct place at the base, however, mid-gland rectal wall infiltration was seen. The outer layer of the rectum, at the mid-gland, was "splayed" open by gel. It did not appear the hydrogel penetrated down to the lumen as there was no tract visible. The patient was reported to be asymptomatic and had already been on two months of androgen deprivation therapy (adt). The patient's radiation oncologist planned to do either moderate hypofractionation or conventional radiation.